Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient began hemodialysis. It was reported that the cause of the peritonitis was due to an intestinal infection. The patient was treated with unspecified antibiotics for the event. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).